Event description:
As reported by the field clinical specialist (fcs), approximately 2 years 8 months 21 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the patient underwent a successful valve in valve procedure with a 23 mm sapien 3 ultra resilia valve due to stenosis and regurgitation. Subsequently, additional information was provided revealing the patient was symptomatic with shortness of breath and chest pain. The primary issue was indicated to be stenosis, but there was also mild paravalvular leak (pvl) observed on the transthoracic echocardiogram (tte). It was believed that the 26 mm sapien 3 ultra valve was under-expanded and this may have contributed to the event. There was some evidence of thrombosis on one of the leaflets on the computed tomography (CT) and the pre-procedural tte showed an elevated gradient of 32 mmhg, but an aortic valve area (ava) of 1.2 cm2. The ava was noted to be discordant with the elevated gradient and this had been discussed along with the lower intraprocedural gradient.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves. The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (under expanded valve) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, device code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery available for evaluation. A review of the available imagery revealed the valve measured 23.3 mm at the waist with 0.5 mm added for the frame outer diameter. There was mild calcium on the left leaflet. There was commissural thickening on all three leaflets. There was also mild hypoattenuated leaflet thickening (halt) observed at the base of all three leaflets. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, paravalvular leak and structural valve deterioration (calcification, thickening) are potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the valve calcification and valve leaflet thickened/halt that contributed to the need for a valve in valve procedure were confirmed based on the imagery and medical records provided for evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "a review of the provided imagery revealed there was mild calcium on the left leaflet of the 26 mm sapien 3 ultra valve." Structural valve deterioration (calcification) may be manifested as stenosis with thickened leaflets. Structural valve deterioration (svd) may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the patient's medical history, the patient had hyperlipidemia (hld), chronic kidney disease (ckd) and was on dialysis. Kidney disease, particularly chronic kidney disease (ckd), can significantly increase the risk of valve calcification due to the disrupted mineral balance associated with kidney dysfunction. This is especially prevalent in patients with end-stage renal disease (esrd) requiring dialysis. Hyperlipidemia (high cholesterol) is also considered a significant risk factor for bioprosthetic valve calcification, because it can contribute to the buildup of calcium deposits on valve leaflets with high cholesterol levels; essentially, high cholesterol can lead to the calcification of valve leaflets. In this case, a definitive root cause was unable to be determined. However, the available information suggests that patient factors (kidney disease and hyperlipidemia) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.